Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons required multiple presses to elicit a response. The reporter stated the keypad was torn and the metal buttons under the keypad rubber were visible; it cannot be determined if damage or responsive issue occurred first. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap was not returned with the pump for investigation. A test battery cap was used for investigation of the pump. On examination, the keypad was noted to be peeling along the bottom of the keypad up to the ok keypad button. The contrast and up arrow keypad buttons were responsive on testing. The down arrow and the ok keypad buttons were intermittently unresponsive when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The keypad flex circuit was noted to have a damaged trace at the ok pad. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.